Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient requested the device be explanted. Patient was not getting relief. Patient was reprogrammed, but still was not able to get relief. No known circumstances led to the issue. The explanted products were discarded the issue was resolved.